Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts a drop of blood on the blue adapter extension tube. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a catheter in placed in the left internal jugular vein on (B)(6) 2021. During the last dialysis on (B)(6), a small hole was found in the position of the clamp/sealing clip of the venous extension tube and blood leaked out. The catheter was not repaired. Iodophor was the cleaning agent used on the device and was utilized to clean the adapters. Tego was not utilized and there was no luer adapter issue. The insertion site was not treated prior to product placement. Nothing unusual was observed on the device prior to use. Flushing was completed prior to use but they did not notice if there was a leak. It was also mentioned that the medical staff said that they did not pay attention to the leakage at the time, because the fluid flushed was a transparent drop and when the leakage was found, the blood was red, so it was more obvious. The clamps were moved to a new location after each treatment. The cleaning agents was allowed to dry thoroughly prior to applying ointment to the area. The tube was not replaced when the complaint was reported but the tube has now been replaced. Treatment was completed. There was a blood loss of about 200ml and blood transfusion was not required. No intervention/medical treatment was required as a result of the event. It was mentioned that the patient was unable to dialyze but was in stable condition and there was no reported patient injury.